Event description:
It was reported to boston scientific corporation that during preparation for a pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg assembly outside the patient when the physician attempted to load the needle into the capio device. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly "excellent" post-procedure.

Event description:
It was reported to boston scientific corporation that during preparation for a pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg assembly outside the patient when the physician attempted to load the needle into the capio device. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly "excellent" post-procedure.

Manufacturer narrative:
Visual analysis of the returned uphold mesh assembly showed that the needle was missing from the blue dilator. Visual analysis of the returned capio device showed that the handle was cracked and the carrier was bent. Mechanical testing of the returned capio device showed that the bent carrier deploys to the right of the cage's center slot. The directions for use for the device includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The probable root cause for the needle detachment is a design limitation; the tensile strength exerted on the suture material exceeded the ultimate strength of the material. The probable root cause for the uphold needle detachment is design.

Manufacturer narrative:
(B)(4). The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.